Event description:
New information received noted that the lead was capped due to oversensing.

Manufacturer narrative:
External insulation abrasion was found at 8.5-8.7cm from the connector pin consistent with lead friction to the ICD. The ring electrode coil was exposed at the abrasion site. This is consistent with the observation from the field of noise.

Event description:
An episode was recorded showing non-physiologic noise on the rv lead. The noise was not reproduced with pocket manipulation. The physician chose to reprogram the device and monitor the patient. However, the programming does not resolve the lead problem. No change to the lead system is scheduled at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.